Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 implantable pacing lead, (B)(6) 2012.

Event description:
It was reported that there was loss of ventricular capture. The lead remains in use. No patient complications have been reported as a result of this event.